Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the drill stop 357.405/4925136 was received intact containing scratches; roll marks and burrs on distal and proximal edges from regular use. The devices are recommended for use in trochanteric fixation nailing (tfn) applications where dense bone is encountered. During this evaluation, the returned drill stop was assembled with the stepped 6mm/10mm drill bit (part#357.403). The returned drill stop did not hold when linear force was applied. The complaint condition of "does not/will not function" was replicated. Changes were made to the drill and drill stop in 7/2011 & 2/2012 via (B)(4). These changes improved the overall engagement of the drill stop plunger mechanism's interface with the grooves of the stepped drill bit. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the DHR indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nailing procedure, the surgeon was using a 6.0mm/10.0mm stepped drill bit to ream for the helical blade placement, and it was noted that the drill stop was loose and would slide during reaming. The drill stop was held in place manually by the surgeon to ensure safe and accurate reaming. The surgery was completed with no reported patient harm. There was a 5 minute surgical delay. This is report 1 of 2 for (B)(4). This report will cover the drill stop.